Event description:
During a fundoplication procedure, first instrument, display shows instrument error. Second instrument, teflon pad got loose. Did not fall into pt. A third like device was used to complete the procedure. There was no pt consequence.